Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Report of formal claim received from kennedys regarding revision of pinnacle hip implants. Revision date confirmed, no reason for potential revision provided.

Event description:
Update rec'd 08 may 2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient dislocated on (B)(6) 2014 and underwent a closed reduction to treat the dislocation. At this time there is still no indication as to the revision for revision. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/06/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.